Manufacturer narrative:
(B) (4). The valve was patent, however did not meet the requirements for leak testing due to a tear on the side of the delta chamber. The damaged condition of the valve precluded all further testing. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that there was leakage on the sides of the valve. It was discovered after attaching the valve to the ventricular catheter.